Event description:
It was reported that the right ventricular lead had low sensing. The device was reprogrammed and the lead remained in use. Later during a device upgrade procedure, the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drm implantable cardioverter defibrillator (B)(6) 2012; 2088tc competitor implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular lead had low sensing. The device was reprogrammed and the lead remained in use. Later during a device upgrade procedure, the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.